Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeons feedback is he feels the rubber ring within the trial neck segments are an infection risk and has concerns about the ability for the product to be decontaminated and sterilised.